Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of integrated battery charger has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was displaying a yellow #2 light. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged integrated charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults. A us distributor reported that a battery was unable to power on a monitor.

Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was displaying a yellow #2 light. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged integrated charger.